Manufacturer narrative:
No product was returned for investigation. The cause of the delivery issue was determined to be patient condition as the patient had difficult anatomy along with tortuous calcified abdominal aorta and pseudoaneurysm in the right iliac preventing successful delivery of impella. The cause of introducer kink was most likely patient condition related since patient had difficult anatomy along with tortuous calcified abdominal aorta and pseudoaneurysm in the right iliac. The introducer batch passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced difficulty in advancing the pump to the aortic valve. The short sheath was replaced with a long sheath which kinked before crossing the left ventricle. Despite aggressive troubleshooting, implantation of the pump was aborted due to the patient's anatomy. No patient harm was reported.